Manufacturer narrative:
A review of the device history record shows evidence that the product was released according to all established procedures and qa documentation. Two brand new devices were received for evaluation. A visual and functional inspection confirmed leaking between the bag and the tubing of the device. The root cause may be attributed to a manufacturing/production process. A formal corrective/preventative action will not be initiated at this time based on a lack of a trend for the reported condition. This complaint will be closed with no further action and will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the base of the feeding bag leaks. There was no patient harm.